Manufacturer narrative:
The device has been returned and evaluated, and the customers allegations were confirmed as there was no video when the pigtail was connected due to a faulty patient board set. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus there was no image when the pigtail is connected on the evis exera iii video system center. Additionally, there were color bars showing on the device without a scope connected. The issue first occurred during preparation for use in the operating room and was later found during reprocessing. There was no patient in the room, and no patient or other person was affected or involved in the event. The intended procedure was therapeutic (colonoscopy) and there was a ten-minute delay. The patient was not under anesthesia at the time of the delay. The procedure was completed using another tower and device. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set/patient circuit board could not be identified. Olympus will continue to monitor field performance for this device.